Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was found to contain protein and silicic acid, but its origin could not be determined. The protein is presumed to be derived from blood or body fluids. As for silicic acid, it is contained in drugs and tap water, etc.... It is likely that the dirt that adhered during the case could not be completely removed due to insufficient cleaning due to an abnormality in the accessory. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope]. 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [When using the air/water button]. 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported the evis lucera elite gastrointestinal videoscope displayed a communication error. The scope was inspected for use and endocleaning was used for cleaning disinfection and sterilization. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the scope found during evaluation.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope displayed a communication error. The scope was inspected for use and endocleaning was used for cleaning disinfection and sterilization. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to the foreign material in the scope found during evaluation.